Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customers blood glucose level was 104 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.